Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The target lesion was located in a calcified unspecified location. A 2.5x8mm apex coronary balloon ruptured after several inflations. The balloon catheter was removed from inside the patient without any issues. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "good". Additional information has been requested and is not available.

Manufacturer narrative:
.